Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name; triathlon ps fem component, cemented; cat#5515-f-401 ; lot# brs4xd. Device name; tritanium bplate triathlon s3; cat# 5536b300; lot# ctd21614. Device name; tritanium patella-asymmetric; cat# 5552-l-320; lot# e0n8. Device name; triathlon fix. Peg 2 per pk; cat# 5575x000; lot# de67l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left knee was revised. As reported: "the patient presented with a painful left total knee and an elevated white blood cell count." The patient's knee construct was revised. Spoke to the rep, who provided primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.